Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite does not feel even or right. The left and front left corner touches before the right side. They can feel bottom teeth touching top in the front left. This is a contraindicated patient for bonded retainer and veneers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.